Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Health effect- clinical code e2402 was used to capture the event of visibility/palpability. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: - no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional reported left side capsular contracture, baker grade IV. Additionally, healthcare professional reported the events of "joint neck and back pain" (varied injuries), "much smaller malformed and hard and painful" (visibility/palpability), "pain". Device has been explanted.